Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery when trying to treat. The blood glucose reading was 515 mg/dl. Insulin exited with a manual prime during the troubleshooting and the cannula was not bent. The customer was advised to change the entire set. The blood glucose was brought down to 515 mg/dl and the customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.